Manufacturer narrative:
The device was not returned for evaluation; however, a video was received. Device evaluation no suspect product was received; however, videos were provided by the customer. The customer provided videos were evaluated by a post market safety surveillance officer. The pictures taken from the videos shows a crack like mark located paracentral to the lens optical center. No further issues were identified and no further evaluation was performed. Due to the mark location, it is possible to cause some visual distortions/disturbances in the event it remains implanted; however, the definitive clinical impact and the incident root cause cannot be determined from a photo assessment. The complaint issue "dc-lens damaged" was identified during photo evaluation. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. Conclusion: based on the complaint investigation results, the product was released within specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a6: unknown/ not provided. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was explanted. Section e1: reporter: middle name: unknown/ not provided. Section e1: reporter: email address: unknown/ not provided. Section e1: reporter: address: address - line 2: unknown/ not provided. Section e1: reporter: address: state, province, or territory: unknown/ not provided. Section e1: reporter: post office or zip code: unknown/ not provided. Section e1: reporter: telephone number: unknown/ not provided. Section h3: the device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of monofocal preloaded intraocular lens (iol), surgeon found some crack slightly off the center of optic, however the iol still remains implanted in the patient¿s eye. There was no any delay in procedure. The end-user didn't seek medical attention and no any medications outside of standard care were prescribed. As per additional information received, there was no any capsule tear. No any unplanned vitrectomy, incision enlargement or sutures were required. No further information was provided.